Manufacturer narrative:
This customer retuned the ui assembly for failure analysis. The ui assembly was tested with no failures produced. The customer complaint of unit not powering on was not verified.

Manufacturer narrative:
The field service engineer (fse) replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device¿s screen goes blank when powered on. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer stated that unit sometimes gives a blank screen when attempting to power on. When unit first arrived, it would power on normally. Then sometimes it wouldn't power on and power had to be cycled. Now the unit will not power on. The rse suspect the pm board and possible ui assembly. The customer requested for onsite service to be dispatched. The rse dispatched fse for service and repair per customer¿s request.